Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl, for patient in the core study. In the labeling for silicone implants. There were no reported events of lymphoma/alcl for patients in the (B)(4) study included in the labeling for saline breast implants.

Event description:
Health professional reported lymphoma, for unknown side. The surgeon does not provide device information after several attempts. The surgeon is not willing to provide any information at this time. If information does become available it will be forwarded on.

Manufacturer narrative:
Device labeling: published sites indicate that breast cancer is no more common in women with implants than those without implants. A large, long-term follow-up found no significant increases in the risk rates for a wide variety of cancers, including stomach cancer, leukemia, and lymphoma.

Event description:
Side was not specified. Treatment was not mentioned. This medwatch is for the left side, see MFR report # 9617229-2015-00210 for the right side.